Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked; >1cc blood loss. Product was changed out. Surgery was successful.

Manufacturer narrative:
No sample was returned and no lot number was provided. Historical investigations for the same issue were used for analysis. A review of the device history record could not be completed as the lot number was unknown. Historical data would suggest this unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. Without the actual sample, a definitive determination cannot be made. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.